Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown intrathecal medication via an implantable pump for non-malignant pain. It was reported that the pump was malfunctioning. It was reported the patient had been found unresponsive and was woken up to narcan. The hcp stated that the patient was in the emergency room (ER) and intubated. The hcp would like someone to come and shut the pump off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.